Manufacturer narrative:
During the requested site visit, the abbott field service representative (fsr) performed troubleshooting which included replacement of the poppet valves (valve, poppet set, list number 09d36-02), which resolved the issue. There were no additional discrepant results reported on the architect c4000, serial number (B)(6) after replacement of the valves. Return testing was not completed as returns were not available. A review of the architect c4000, sn (B)(6) service history identified no contributing factors to the current complaint. A review of the tracking and trending for the architect c4000 systems found no systemic issues or trends for erratic/discrepant results. A review of historical data for the valve, poppet set, list number 09d36-02, revealed no trends or systemic issues. The architect system operations manual and the architect c4000 service and support manual, provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results, including, but not limited to replacing the poppet valve set. Based on the investigation no product deficiency was identified for either the architect, sn (B)(4) or the valve, poppet set, list number 09d36-02.

Manufacturer narrative:
Patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed calcium (ca) results on one patient generated on the architect analyzer. The results provided were: (B)(6) initial = 5.3 / repeat = 9.2mg/dl (normal range 8.8-10.6mg/dl). There was no reported impact to patient management.